Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure and is identified in the device instructions for use. While there is no evidence to suggest that the torflex transseptal guiding sheath used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the torflex transseptal guiding sheath was one of the devices used during the procedure. Device not returned to manufacturer.

Event description:
The torflex transseptal guiding sheath was used for transseptal puncture during a mitraclip procedure. Following successful puncture, the physician attempted to advance the sheath over the dilator into the left atrium. Due to the patient's thicker septum, the sheath crossed the septum into the left atrium with a jump as observed on fluoroscopy. After approximately 5 minutes, a pericardial effusion was observed. The case was cancelled and pericardiocentesis was performed. The physician stated that the complication was likely related to the patient's anatomy rather than a device issue. While there is no evidence to suggest that the torflex transseptal guiding sheath used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the torflex transseptal guiding sheath was one of the devices used during the procedure.